Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was frayed and wires were exposed. Reportedly, the customer had an alternate usb cable to charge the pump. There was no adverse impact to customer¿s blood glucose.